Manufacturer narrative:
Additional information has been requested and if made available,will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "when I was going through the mantis trays, I noticed there was a chip in the 5.5 tap."